Event description:
Cardiac perforation during the mapping of the right ventricular lead was reported. A pericardial effusion was seen on the echocardiogram. The physician elected to leave the effusion untreated. The lead was revised successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.